Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The insulin pump had no motor error alarm. The motor passed motor test. The insulin pump had scratched lcd window, cracked display window corners, battery tube threads cracked and cracked reservoir tube lip. The insulin pump had no excessive no delivery alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a motor error alarm and no delivery alarm. The customer's blood glucose was 400 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with the insulin pump. The customer stated that they were able to rewind the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that the insulin pump passed displacement test and self test. The insulin pump will be returned for analysis.